Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +17.0d) was explanted from the left eye and a new lal implanted as a replacement. Rxsight's first awareness of this event was on 01/24/2024. Reference report #3012712027-2024-00019 for the report on the right eye (od).

Manufacturer narrative:
The treating physician reported that after primary cataract surgery and two adjustment treatments, the patient had excellent vision. However, 5 months after surgery, prior to the lal being locked in, the patient's vision started to change after significant sun exposure. During examination on (B)(6) 2023, the treating physician reported a large myopic refraction in the left eye and evidence of central distortion during slit lamp retro illumination. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).